Event description:
Additional information - it was reported that the patient also noted feeling back pain when they presented with the chest pain.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented the day after the implant procedure with chest pain. An echocardiogram was performed, revealing a suspected cardiac perforation caused by the right atrial lead. Additionally, the right atrial lead had an increased capture threshold. The lead was explanted and replaced, and the patient was in stable condition.